Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up with the customer over-the-phone. The customer received the sample nozzle and fse provided installation instruction. The customer performed daily check, ran calibration and quality controls (qc). All passed within acceptable range. The aia-360 instrument operates as intended. No further action required from field services. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual in safety precautions, under additional precautions provides a picture of tubes and states: uncap primary tubes warning label: please be sure to remove the cap of primary tubes and to set it on the carousel. Operation will damage the parts in the aia-360, with a cap attached. The most probable cause of the reported event was due to bent sample nozzle from cap on sample tubes.

Event description:
On (B)(6) 2018, a customer reported the sample nozzle was bent on the aia-360 instrument. Customer noted a cap was left on the sample tube and placed on the analyzer, bending the nozzle. Customer is unable to run patient samples on intact parathyroid hormone (ipth). Technical support specialist (tss) ordered a new sample nozzle to be delivered to the customer's facility the next day. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.